Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pocket revision. The patient had discomfort due to the position of the leads on the device. The device was electively replaced on (B)(6) 2018 and the leads were left in use. The patient was stable before, during, and after the procedure.